Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having difficulty reading the insulin pump's screen. The customer reported that the insulin pump's screen is lighter than normal and that they can barely see it. Customer was assisted with partial display troubleshooting. The customer's blood glucose was unknown at the time of incident but stated that they had a high, but declined to troubleshoot. The customer stated recommended battery was used and that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The backlight functioned properly. No missing segments or partial display or display anomaly noted. The insulin pump had minor scratched display window.